Event description:
It was reported that during a lavh procedure, doctor fired the first firing of the device on the broad ligament without incident. Md fired a second time and the firing sequence required an unusual amount of force to complete. The doctor released the jaws from the tissue and noticed that on the patient side of cut line, the staple line was incomplete but the cut line was complete. Clips applied to the tissue that wasn't stapled. No time delays in the procedure. No patient consequence. One product to be returned for analysis.